Event description:
A us distributor reported that a patient's battery pack had faults. A us distributor reported that a patient's battery charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board.     The root cause for the u1003 and u104 failure could not be positively identified.   There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery.